Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the fiber optic module to correct the issue, then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during routine preventative maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic module test would not produce a waveform and there was no fiber optic light transmission. The stm further reported that the fiber optic module test was failed and there was no output to the front end board. There was no patient involved and no adverse event was reported.